Event description:
(B) (4) clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced jaw claudication symptoms when chewing. The index procedure treated the 95% stenosed, 9x22mm target lesion located in the mid left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x24mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. The patient was discharged the next day. 22 days post the index procedure, the patient developed jaw claudication symptoms when chewing. No action was taken and the event resolved without residual effects. Per the physician, the event was listed as "possibly related" to the carotid wallstent.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).